Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The account reported that the patient had a routine office visit with the heart failure specialist on (B)(6) 2018 where routine blood labs were drawn. The patient¿s lactate dehydrogenase (ldh) was found to be in the 900¿s and the patient was instructed to return to the hospital for admission and treatment with intravenous (IV) heparin. The patient¿s plasma free hemoglobin was found to be 4.5 on (B)(6) 2018. The patient was discharged home on (B)(6) 2018 when his ldh level decreased to the 700¿s and the event was reportedly resolved. Information later communicated by the vad coordinator stated that the specific cause for the elevation in ldh was unknown. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2018 when the patient was ultimately seen again for an elevation in ldh. The pump was explanted on (B)(6) 2018 (reference MFR. #2916596-2018-04450 for the evaluation of the returned device). The hmii IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications for patients using the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06aug2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had increased lactate dehydrogenase (in the 900's) and the patient was instructed to return to the hospital and was admitted. The patient was treated with intravenous heparin. The patient was discharged on (B)(6) 2018 with decreased lactate dehydrogenase (in the 700's).